Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, a 20mm sapien 3 ultra transcatheter heart valve was successfully implanted in the aortic position within a non-edwards surgical valve by transfemoral approach. During valve deployment, the balloon of the commander delivery system ruptured, resulting in incomplete expansion of the transcatheter valve. To address this, the commander system was retrieved and a true dilatation balloon was used to fully expand the sapien valve. Upon retrieval of the commander delivery system, the distal portion of the balloon was found to be torn and lodged within the esheath+. The esheath+ was cut to recover the balloon fragment, which was located in the proximal section and successfully removed. Despite these complications, no patient injury occurred and the patient remained stable throughout the procedure and was reported to be in stable condition post-implantation.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2 and conclusions in h11 have been updated. H6 codes were added: component code, type of investigation. H6 codes were corrected: investigation findings, investigation conclusions. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure modes is not required at this time. Images of the device were provided. Upon review of the imagery, it was observed that the commander delivery system balloon was burst, with the distal part of the balloon and nose tip separated. No material appeared to be missing. The device was returned for evaluation. Observations of the returned device confirmed the image review findings. The distal tip with distal part of the balloon was received separately, with no apparently missing balloon material. The balloon was longitudinally and radially burst. Due to the nature of the complaint, no applicable functional testing was able to be performed. The complaint for a balloon burst was confirmed based on the evaluation of the returned device and the provided imagery. Available information suggests patient factors (calcification) likely contributed to the event as it was reported that the pre-existing valve presented stenosis due to calcification. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The complaints regarding difficulty withdrawing the system through the patient vasculature and the separation of the distal tip of the delivery system were confirmed based on evaluation of the returned device. Available information suggests procedural factors (withdrawal of burst balloon, device manipulation) likely contributed to the event as imagery review revealed tortuosity at the access vessels and the balloon burst during valve deployment. As the balloon had burst, the altered balloon profile may have made it more susceptible to catching on the distal end of sheath tip, which could have led to the observed withdrawal difficulty. Additional pull force or device manipulation applied to overcome the withdrawal difficulty may have led to the reported separation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.